Manufacturer narrative:
The device was returned to the customer unrepaired due to the insect infestation.

Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the device's internal battery was found in the ventilator's downloaded error log. The device was returned to the customer unrepaired due to the insect infestation.